Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device confirmed that one wire was returned used and damaged. There was biological matter throughout. The distal end of the wire was unraveled and severely elongated. The mandril and flat safety wire were protruding from the elongated coils. The distal weld balls were intact but dislodged from the wire tip. Measurements were not taken due to the state of the damage. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The wire guide was returned in a used and damaged condition, and had extensive elongation on the distal end. The customer reported difficulty in removing the dilator in the fus-107035-p used in conjunction with the complaint device. The difficulty resulted in twisting and forceful removal of the dilator. It is likely that the wire guide caught on the dilator, resulting in elongation when the dilator was removed. Based on the information from the customer and the device failure analysis for the wire guide, the cause of this event is likely unintended use error. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event details have been received since the last report was submitted on 13nov2019.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy procedure using a fixed core wire guide, the wire was tangled and stripped. A laser was used to break some of the impacted stone first. A flexor parallel device was placed to retrieve stones from the kidney, it went in smoothly, but there was resistance and difficulty during removal. The surgeon pulled harder and rotated, and the stylet was removed. The physician then put in the flexi ureteroscope, but it was seen that the wire guide was tangled/stripped. All pieces were removed successfully. No adverse events have been reported as a result of the alleged malfunction. No unintended piece of the device remained inside of the patient's body.